Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl defibrillator/monitor, indicating that during a functional test, the device displayed a "low battery level" message. No patient involvement was reported. The customer was informed that service on the unit can no longer be completed because the device has reached its end of life (eol). According to service bulletin (B)(6), the m4735a heartstart xl portable defibrillator/monitor was discontinued on december 31, 2013. All options associated with this defibrillator were also discontinued on the same date. The end of support date for the device is december 31, 2018. The customer was made aware of these end-of-life terms, and the device remains at their site. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer has been informed that the device has reached its end of life and that replacement parts are no longer available. It has been determined that no further action is required at this time. If any additional information is received, the complaint file will be reopened.